Event description:
The lay reporter/ mother contacted lfs on (B) (6) 2010, alleging inaccurate low readings on her son's one touch ultramini meter. A medical surveillance specialist (mss) spoke to the reporter on march 4, 2010 and obtained the following information: the mother mentioned that her son has three ultramini meters since he tests 12-20x a day and all three of the meters would display low readings always in the mid 110-120 mg/dl; however, when later going into the meter memory, the meter would actually show elevated readings. The mother claims there are multiple incidents where her son was not treated appropriately due to the meter readings. On an unspecified date and time, she mentioned that her son was tested in school and the meter displayed a low reading at school; however, the patient was exhibiting symptoms of high blood glucose. The nurse would always write the reading down on a log book. The nurse went into the meter memory and noticed the meter actually displayed an elevated reading, which actually correlated to the patient's symptoms. Due to the elevated reading, the school nurse adjusted his insulin and gave him an increase dosage of insulin. The mother later tested her son on his other 2 ultramini meters and claimed that the other 2 meters also showed the same issue. At the time of testing, meter would display low readings in the mid 100-120, sometimes always displays the exact same number; however, when she goes in the meter memory, the meter would actually show the "correct reading", which would be a higher blood glucose readings in the 300-400's and she claimed one of the readings in the meter memory displayed a hi. Due ot the event, the patient's diabetes medication had to be changed and the patient is now taking an increase dosage of insulin. She claims when she went back to the meter memories on all 3 meters they all showed elevated readings and none of the meter memory results correlated with the results that written on the log books for those particular meters. The patient's meter was requested back. The mother did not have the meters with her to further troubleshoot. The mother already returned the meters and is no longer using lfs products, since she was uncomfortable using it. She ensured that no one else used her son's meter at school and the nurse strictly only uses it on him. The complaint is being reported since the reporter alleged that the meters would display low blood readings, which would not correlate with his symptoms and multiple times delay in treatment due to the meter result.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.